Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high thresholds and a sudden increase in impedance. The lead was replaced. No patient complications have been reported as a result of this event.